Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site state, event site telephone), g3, g6, h2, h11. Corrected fields: d1 (brand name), h6 (type of investigation, component codes). Revert the contents of section d4 (serial #) to blank. Keeping UDI partial in emdr (B)(4). As serial number is unavailable. Nurse in the ICU, called into emergency support program line to request support with a gas loss alarm. He verified that all tubing and connections were secure and appropriate and that there was no blood in the helium tubing. He had already used the help screen and the iab fill key to troubleshoot, which resolved the alarm and allowed therapy to resume. He reported that the patient was ventilated with a peep of 6, had been coughing forcefully, and was tachycardic in the 150s. Esp personnel explained the nature of the alarm and how these clinical factors could have triggered it.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.